Event description:
New information received indicates that the patient was stable post-procedure.

Manufacturer narrative:
The reported field events of loss of capture and high pacing impedance were confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomalies were found. The cause of the reported loss of capture and high pacing impedance was found to be due to an anomaly of the associated ventricular lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and increased impedance were observed. The patient was not pacemaker dependent. The device was explanted and replaced. The patient was okay.